Event description:
Patient contacted dexcom technical support on (B)(6) 2012, to report that upon removal of sensor on same day due to sensor deployment difficulty, the sensor wire was missing from sensor pod. Patient reported being able to see the sensor wire protruding from his skin at the insertion site. He removed the wire from his skin. At the time of his call to technical support, patient reports that no medical intervention was required and that he is in fine condition.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.